Manufacturer narrative:
Reference MFR # 2916596-2015-00879 for the pump exchange performed on (B)(6) 2015. (B)(4). Approximate age of device ¿ 4 1/2 months. Review of the submitted system controller log file confirmed the reported elevations in pump power and estimated flow and also showed a downward trend in average pulsatility index. These changes in pump parameters may be indicative of potential pump thrombosis. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted on (B)(6) 2015 with abnormal pump numbers leading the center to suspect potential pump thrombus. The patient had a previous pump exchange on (B)(6) 2015 due to pump thrombus. Review of the event history screen revealed high powers in the 9 - 10 watt range with high flows up to 11 lpm. Post pump exchange, the patient's lactate dehydrogenase (ldh) reportedly never returned to baseline and continued to trend upwards. The patient was placed on heparin and a slow decrease in ldh was noted although the patient continued to have abnormal pump parameters. A ramp study was performed where the speed was increased from a set speed of 9000 rpm to 10,200 rpm. The results were reported to be inconclusive as with increases in speed the patient's left ventricle dimension did not decrease. The patient's set speed was left at 9000 rpm as the patient's abnormal pump parameters remained unchanged during the ramp study. The system controller was replaced, however, no changes in pump parameters were noted. Review of the data log file by the manufacturer's technical services representative revealed an increase in power and a decrease in average pulsatility index over time. On (B)(6) 2015, it was reported that the patient continued to have abnormal pump parameters and no clinical changes were observed. It was reported that the patient remained asymptomatic throughout the series of events. The patient would be continue to be monitored. No further intervention was planned.